Manufacturer narrative:
Device investigation confirmed the reported issue. In addition, another device issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. A tandem clinical diabetes specialist met with the customer and the customer reported that the occlusions have occurred during basal and bolus delivery. The cannula has not been kinked and the site has been rotated appropriately. The cannula was not used in areas of scar tissue. The customer was to use insulin injections to manage diabetes.